Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that upon placing patient on bed, extracorporeal membrane oxygenation (ECMO) alarmed motor disconnect error. Flows went down then became negative. The console was replaced using the backup system.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a motor alarm was confirmed via the log file and during evaluation of the returned centrimag motor. The log file captured an ¿ifd shutdown¿ fault flag on 30aug2025 while the system was operating around the set speed. The pump speed then decreased, and the flow reading dropped to 0 liters per minute (lpm). Shortly after, an m2: motor disconnected and an m4: motor alarm activated. The pump speed was 0 revolutions per minute (rpm) and was unable to be increased, leading to an m5: set pump speed not reached and an m4 alarm on at 00:22:35. At 00:23:55, the system was briefly shut down. At 00:24:21, the system was restarted before being shut down again on at 00:29:19. No other notable events were observed. The centrimag motor, serial number (B)(6), was functionally tested at the service depot and then at the product performance engineering department alongside known working test equipment. The motor operated as intended when the motor cable was straight; however, when the connector-side bend relief of the motor cable was flexed, the impeller within the pump would vibrate and produce a grinding noise and the pump would either reduce in speed or stop. Intermittent m2, m4, and m5 alarms were also observed when motor cable connector-side bend relief was flexed, consistent with data observed in the log file. The continuity of the motor cable was measured, and one of its signal lines was observed to be open when the connector-side bend relief was flexed. The motor¿s lemo connector was opened, and its brown signal wire was found to have detached from its solder joint within the connector, indicating the connection was not properly soldered. Damage to this wire would cause the observed issues to occur. The root cause of the reported event was determined to have been an improper solder connection of the brown signal wire within the lemo connector assembly. This issue was previously identified and has been addressed via a manufacturing analysis task, and a supplier corrective action request (scar) was initiated to inform the supplier. Centrimag motor (B)(6) was manufactured prior to the scar being initiated. The device history records were reviewed for the centrimag motor, serial number (B)(6) , and showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 10, entitled ¿emergency / troubleshooting¿, states the recommended practice if there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The centrimag system operating manual, section 12, entitled ¿appendices¿, provides information regarding identification and troubleshooting of all alarms, including m2: motor disconnected, m4: motor alarms, m5: motor, s3: system alert alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.